Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a regular follow-up, this right ventricular lead was noted to have exhibited a lead safety switch operation due to low pacing impedances. Additionally, noise and oversensing were observed. An x-ray was taken however failed to identify a root cause with no obvious fractures or insulation breaches observed. To date, the lead remains implanted and in service with no resulting adverse patient effects.